Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found in a homechoice cassette. This was described as ¿a black stain on the cassette, specifically on the patient line¿. This was perceived by the reporter as an ant. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed particulate matter in the patient line. Visual inspection of twelve (12) retentions samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified via photo analysis. The particle was identified as a resin residue. The cause of the resin in the tube was due to manufacturing in the extrusion area. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.